Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the procedure conversion to open. As such, no product is expected to be returned for investigation related to this event. The reported issue with the psc was addressed with phone support. The customer was able to power cycle the system to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that a da vinci-assisted surgical procedure was converted to open due to patient anatomy. During the conversion, after the instruments and trocars were removed from the patient, the patient side cart (psc) locked and was not free to move. The customer performed a power cycle and after that, the psc was free to move away from the patient. The intuitive technical support engineer (tse) asked to perform another system reboot with hard power cycle to verify the auto-test result and check the absence of errors on logs. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the conversion occurred "due to patient anatomy" and the tse was informed/contacted at the end of the robotic procedure.

Manufacturer narrative:
On 18-mar-2024, intuitive surgical, inc. (Isi) received additional information via follow-up. The customer confirmed that a conversion was not performed due to unfavorable anatomy or otherwise. The system issue occurred at the end of the procedure during the normal undocking phase. Once all of the robotic arms were detached from the trocars, the patient cart was not unlocked. After restarting the system, everything worked properly, and the customer was able to use the system for the rest of their cases without any issues.

Event description:
Refer to h10/h11 for follow-up information.